Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The totally occluded target lesion being treated was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with non-bsc balloon catheters. A 2.50x38mm promus element stent delivery system (sds) was then advanced to the lad. Upon the first inflated the stent delivery balloon ruptured at 4-6 atms. The promus element stent had partially expanded. The promus element sds was removed intact. The procedure was completed with the deployment of 2 non-bsc stents. No patient complications were reported and the patient was stable following the procedure, however the patient died the next day. The physician related the patient death to myocardial infarction and heart failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).